Manufacturer narrative:
Hilb-om evaluated photos from the account and confmned that the power cord insulation was broken and that the cable was scorched. A hillrom technician obtained the cable and was able to confirm that the insulation was broken and the cable was scorched. The cable was replaced by the technician. Based on this, no further action is required. In the mstmction guide for viking m (7en137106 rev 7) it is stated: on page 2: "before lifting, always make sure that: . The lifting accessories are not damaged;" on page 8: "if the charger cable is permanently stretched, it should be replaced in order to minimize the risk of the cable getting stuck and breaking" in the periodic inspection for liko mobile lifts (3en371001 rev-4) it is stated: on page l: "likot lifts must be thoroughly inspected when the service light at the control unit illuminates (if applicable) or at least once per year. Inspection and service must be carried out by hill-rom authorized personnel." Under point 8: "check cables and connectors for damage or wear." Should this instruction had been followed, this incident would be unlikely to occur.

Event description:
Hilb-om received a report stating that there was a risk of fire starting on the cable extension. The device was located at the account at the time of the incident. There was no serious patient or user injury reported this report was filed in our compliant handling system as #(B)(4).